Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during setup for a procedure, a system advisory displayed and illumination of port 1 and 2 were not functioning. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The table top illuminator and lamp were replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 12, 2015. Based on qa assessment, the product met specifications at the time of release. Table top illuminator and lamp were received for evaluation. A visual assessment of the returned samples revealed no obvious nonconformities. The returned tt illuminator and lamp were installed into a calibrated system. There was no system message during or after the boot-up sequence. The samples were then functionally tested and found to meet specifications. The reported event could not be replicated. The samples met specification. Therefore, the root cause cannot be determined conclusively. (B)(4)